Event description:
It was reported that the external pulse generator (epg) generated an error code. The epg has been returned for evaluation and subsequently tested out of specification during the manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis confirmed the customer's comment that the external pulse generator (epg) generated an error code. Error codes were found in the log files. The epg failed the incoming functional test for active current ¿ backlight and menu off, active current ¿ backlight and menu on, backlight on/off menu and active current backlight and menu off, battery load, attributed to the liquid crystal display (lcd) defect. It was also identified that a capacitor component on the printed circuit board was damaged. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all tests with no visual or electrical anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h.6. Eval code conclusion (fdc/annex d). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.